Event description:
It was reported that the lead safety switch of this pacemaker system was triggered twice due to right atrial (ra) pace impedance less than 200 ohms. There was also questionable capture. The programming was automatically changed from bipolar to the unipolar configuration. Noise and oversensing were also present on the ra channel, leading to a signal artifact monitor (sam) episode. The sam switched the minute ventilation (mv) vector from the ra to the right ventricle (rv). It was noted that the patient's left arm had been injured. The ra lead issues caused increased power consumption by the pacemaker; it showed one year remaining and technical services recommended further ra lead and pacemaker evaluation. At this time, the pacemaker system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch of this pacemaker system was triggered twice due to right atrial (ra) pace impedance less than 200 ohms. There was also questionable capture. The programming was automatically changed from bipolar to the unipolar configuration. Noise and oversensing were also present on the ra channel, leading to a signal artifact monitor (sam) episode. The sam switched the minute ventilation (mv) vector from the ra to the right ventricle (rv). It was noted that the patient's left arm had been injured. The ra lead issues caused increased power consumption by the pacemaker; it showed one year remaining and technical services recommended further ra lead and pacemaker evaluation. Some ra impedance increases greater than 3,000 ohms were also observed. At this time, the pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Correction: additional comments in event description and additional device code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.